Manufacturer narrative:
Cook medical biodesign: 08/05/2013, boston scientific the advantage fit system: 07/27/2011. Product manufacture date unknown; lot number unknown. Date of event not provided by the complainant.

Event description:
The patient was reportedly implanted with two unspecified cook biodesign devices on (B)(6) 2013 at (B)(6), (B)(6), by dr. (B)(6). The patient was also reportedly implanted with a boston scientific the advantage fit system on (B)(6) 2011 at (B)(6), (B)(6) by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.